Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/03/2017. It was reported that this is a duplicate of medwatch 2210968-2012-07599. This medwatch is being voided. All information regarding this event will be contained in medwatch 2210968-2012-07599.

Manufacturer narrative:
It was reported that the patient underwent extensive removal of eroded mesh due to mesh erosion and vaginal bleeding on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 in order to treat stress urinary incontinence. No additional information was provided